Manufacturer narrative:
Investigation: a single platelet bag was returned for evaluation. Upon visual examination, a tear was located at the base of the bag hanger loop. The tear was through the bag weld. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a positive blood culture on a white blood cell collection. The collection grew propionibacterium acnes. The customer states there was a small tear at the top right of the collect bag and she hadn't noticed it during setup and prime. After approx 40 minutes, she noticed the tear. She was trying to determine if the tear went through the sealed portion of the bag to the contents, and when she turned the bag over it leaked a little. The procedure was aborted. No medical intervention was required for this event. Patient information is not available at this time. This report is being filed due to a positive blood culture.